Event description:
Info became available on 12/09/1999 indicating that this event was a possible MDR. The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette the correct amount of diluent into well positions b6, c6 and d6 and no error message was generated. A field service engineer was dispatched. No death or serious injury was associated with this event.